Event description:
Related manufacturer report number: 3006705815-2023-03378, 1627487-2023-02559. It was reported that following a recent fall causing lead migration, the patient experienced loss of effective therapy. Additionally, it was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue. Consequently, during the same surgical procedure the patient's leads were explanted and replaced due to lead migration.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.